Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system recorded an automatic safety switch from bipolar to unipolar due to a left ventricular (lv) pace impedance measurement greater than 3000 ohms. Additionally, there was oversensing noise on the right ventricular (rv) channel that caused pacing inhibition greater than 2 seconds. The patient was seen, and noise was not able to be reproduced with the device and patient arm maneuvers. Data was reviewed and boston scientific technical services provided troubleshooting options. No additional adverse patient effects were reported. The device, lv lead and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system recorded an automatic safety switch from bipolar to unipolar due to a left ventricular (lv) pace impedance measurement greater than 3000 ohms. Additionally, there was oversensing noise on the right ventricular (rv) channel that caused pacing inhibition greater than 2 seconds. The patient was seen, and noise was not able to be reproduced with the device and patient arm maneuvers. Data was reviewed and boston scientific technical services provided troubleshooting options. No additional adverse patient effects were reported. The device, lv lead and rv lead remain in-service.